Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported air in line alarm without air present. The reported issue was not reproduced. A review of the event history log identified multiple "air-in-line!" Errors. The reported condition was verified. The cause was determined to be ultrasonic sensor being out of calibration; the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when no air was present. This occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.